Manufacturer narrative:
Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had major bleeding (unknown source) and received 6 units of packed red blood cells (prbc) and 1-unit fresh frozen plasma (ffp). There were no additional testing/treatment. The patient was in stable condition and continued to be monitored. Reportedly, the event resolved. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, s/n (B)(4), and the reported event could not be conclusively established through this investigation. The clinic reported that the patient had a major bleeding event at an unknown site, and was treated with 6 units prbc and 1 unit ffp. The event reportedly resolved, and the patient was reported as stable. The patient remains ongoing on (B)(4). The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.